Event description:
It was reported that an insulation breach was suspected of this right ventricular (rv) lead. This resulted in t-wave oversensing and the system was reprogrammed to the bipolar sensing configuration. It was noted that the patient felt chest tightness. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.